Manufacturer narrative:
G4: 03dec2020. B4: 06dec2020. Although requested no patient information was provided. The service engineer (se) inspected the device and found that the device failed to power on. The se replaced the power management (pm) board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
It was reported that while in use, the ventilator shutdown and now will not turn on. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.